Event description:
Reference MDR #1036844-2011-00356 for the first event involving the same pt. It was reported that during the procedure, a second kit was opened and the spring wire guide (swg) unraveled. The product could not be used. As a result, a third kit was opened and placed successfully for the pt. There was no delay in treatment, no pt death and no pt complications were reported. The pt is doing fine. Additional info received on (B)(6) 2011 from the distributor stated the swg was completely removed from the pt intact.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.